Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent an ultrasound guided percutaneous drainage catheter placement procedure by using navarre universal drainage catheter. Post placement procedure, on (B)(6) 2026, it was reported that the connector of the catheter was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Event description:
A patient underwent an ultrasound guided ascites percutaneous drainage catheter placement procedure by using navarre universal drainage catheter. Post placement procedure, on (B)(6) 2026, it was reported that the connector of the catheter was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of clinician holding proximal end of the drainage catheter where split has been noted on the catheter hub. The investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.